Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not responding. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not responding and the medication application was frozen. The technical support specialist (tss) dialed into the station and verified that the medapp was up and running and logged into the medapp with bd credential and no issue was identified. Tss then rebooted the system to verify any error after rebooting and the station came back to care fusion application with medication application launched without any issue. The system functioned as intended after the technical support specialist verified the device.